Manufacturer narrative:
A female patient reported that she had experienced hypoglycemia while using her humapen luxura device. Investigation of the returned device (batch (B)(4), manufactured january 2011) found that device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There was also one humalog insulin cartridge returned for investigation. The cartridge appeared normal. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case reported by a consumer, with additional information from a pharmacist, concerned a (B)(6) female patient of unknown origin. Medical history included under active thyroid. Concomitant medications included insulin detemir for unknown indication. The patient received insulin lispro (humalog) from cartridge via a reusable pen (humapen luxura champagne body), 6 units (u) after each meal, subcutaneously for the treatment of diabetes type I, beginning in 1991. On an unspecified date, the patient injected her current insulin lispro cartridge at half the normal dose (3 units). On (B)(6)-2015, around 24 years after insulin lispro was started, while using current cartridge, she experienced severe hypos (values and reference values were not reported) six hours after insulin lispro injection because she injected her normal insulin lispro dose of 6 units; thereafter, she passed out later on before dinner (approximately at 8 p.m). She did not inject her second dose of insulin lispro on that date. Subsequently; she was admitted to the hospital as her blood sugar was not coming up, she received a glucose drip up as treatment and she was discharged from the hospital on (B)(6)-2015 as she had recovered from the event. She did not know if there was anything wrong either with her insulin lispro cartridge ((B)(4)/ lot number: c411416 ) or with her luxura pen ((B)(4)/ lot 1101b01). She had contacted her doctor about this matter. As of (B)(6)-2015, the part-used cartridge was at the pharmacy for returning to the company. Treatment with insulin lispro was continued. The patient was the operator of the humapen luxura and her training status was not provided. The humapen luxura model duration of sue was not provided; however it was started in 1991. The suspect humapen luxura duration of use was not provided. The device was returned on (B)(6) 2015, and no malfunction was identified. Neither the reporting consumer nor the pharmacist provided an opinion of relatedness between the events and insulin lispro drug or the humapen luxura. No further follow-up is planned. Update 15-oct-2015: additional information received from a pharmacist on 13-oct-2015. The second reporter was added. Laboratory test was updated. Narrative was updated with new information. Update 27-oct-2015: additional information was received via internal communications on (B)(6)-2015. Added: suspect device, pc number for suspect drug and start date and lot number to third suspect drug dosing details. Narrative was updated accordingly. Edit 29-oct-2015: lot number was added to suspect drug. No additional information was added to the case. Update 01nov2015. Additional information received 28oct from the product complaint safety database. To the drug tab added the lot number and updated the narrative accordingly. Update 02nov2015: this case was opened to update the medwatch fields for regulatory reporting. Update 02nov2015: upon review, this case was opened to update the EU/ca fields for regulatory reporting. Update 12nov2015: additional information received on 12nov2015 from the global product complaint database added the device specific safety summary, the return date of the device, and the manufactured date of the device; updated the device to a humapen luxura champagne; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.